Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a low blood glucose (bg) level of 15mg/dl. During the hospitalization, the customer was treated via intravenous glucose, and released the following day (12/14/2015). Customer's healthcare provider determined that the pump settings were not the correct settings that the customer should have. Customer is in communication with their healthcare provider to address settings issue.